Manufacturer narrative:
During the procedure, lesion pre-dilation had not been performed. The target lesion had 70% stenosis and was not calcified. Patient is stable and was discharged. (B)(4). Cine review: cardioangiography (cag) shows the right coronary artery with evidence of disease along the artery. The images show a stent being moved into the mid rca. The cag image shows the stent being inflated in the mid right coronary artery. Cag shows the stent fully inflated in the right coronary artery. The deployed diameter appears to be approximately 3.7mm. Post dilation of the stent appears to have the stent od measurement at approximately 3.8mm. The stent is fully deployed in the vessel. The stent measurements appear to be within the estimated range for the resolute onyx inner diameter when fully deployed. The images also show the proximal rca being treated.

Manufacturer narrative:
(B)(4).

Event description:
Physician implanted a resolute onyx stent in the mid rca with inflation of 16 atm and a non-medtronic stent at 10 atm at the proximal rca. It was reported that the resolute onyx stent looked more like a 4.0 stent in size on the cine after the inflation. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.